Event description:
It was reported that the deep brain stimulation (dbs) patient developed a hematoma behind the implantable pulse generator (ipg). The patient underwent a procedure where the ipg pocket site was cleaned out. The physician assessed that the hematoma was most likely due to the patient starting back on blood thinners post dbs implant procedure. The patient was doing well postoperatively.